Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 and d5. Corrected: b5 to add information inadvertently missed and d5 was incorrectly selected on the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". "[Inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] (a)inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The procedure that was to be completed was diagnostic and a normal screening test. The procedure was not performed, so it was completed normally. The inspection was done with the same device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, nozzle clogging, irrigation error, bending angle in the up-direction failure to meet standard, and play of up/down knob out of standard value were observed. Lastly, scratches and chip were observed on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that poor air and water supply was observed with the evis lucera elite gastrointestinal videoscope. The event occurred during preparation for use. During a standard service inspection of the customer returned device, there was a foreign object in the nozzle. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.